Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con unknown grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with a mentor smooth round moderate profile 380cc saline prosthesis experienced right sided capsular contracture unknown grade post procedure. The patient stated that since her augmentation her right breast has always felt weird and hard. Over time the hardness and firmness in the right breast has worsened. A consultation with two different surgeons has confirmed encapsulation of the right breast. Patient also states pain in the right breast. As a result, patient underwent replacement with unknown mentor gel on (B)(6) 2021.

Manufacturer narrative:
On november 24, 2021 mentor became aware that the initial report mistakenly reported incorrect date of implantation, and explantation. Manufacturer¿s reference number: (B)(4). Date of implantation: (B)(6) 2021 date of explantation : (B)(6) 2022.